Event description:
Account reports one incident in ICU in which during infusion of epinephrine, leakage began to occur from the "white lever" on top of the stopcock, resulting in the pt coding. Pt was resuscitated. After the reported incident, pt coded two more times, resulting in the pt expiring. Reporter stated she does not think the device failure contributed to the outcome of the pt. In addition, the pediatric unit is experiencing numerous incidents of leakage occurring with the reported device. Micu reporting incidents of leakage "above and below the turn lever" and the female adapter is cracking.